Manufacturer narrative:
H6: investigation summary a complaint of a male luer collar breaking off was received from the customer. No product or photo was returned by the customer. The customer complaint of component damage - no leak could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot and model number are unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. See h10.

Event description:
It was reported that while using the unspecified bd¿ extension set the male end broke off the device. The following was received by the initial reporter: ¿was changing out my needless connectors and lipid tubing on my central line that were connected to a tri-fuse and the plastic collar on the male end broke off the device.¿

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the unspecified bd¿ extension set the male end broke off the device. The following was received by the initial reporter: ¿was changing out my needless connectors and lipid tubing on my central line that were connected to a tri-fuse and the plastic collar on the male end broke off the device.¿